Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient was unhappy with the vision and experienced diplopia, glare, halos, flare. The patient was also having long standing narrow angle glaucoma. The patient cannot read up close or intermediately. The patient also has shadows of letters. The patient had retinal issue post operatively for the first time and it was resolved. The patient is considering to have his lens exchanged but he is also concerned if the exchange may cause same issues. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).